Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. Technical services was consulted and it was noted that the battery longevity has decreased to 6% and replacement was scheduled. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. Technical services was consulted and it was noted that the battery longevity has decreased to 6% and replacement was scheduled. No adverse patient reactions have been reported. This product remains in use.